Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20127. It was reported stimulation became progressively weaker and had completely stopped. Diagnostic testing confirmed high impedances from the right lead and normal on the left lead. X-rays were ordered to rule out a lead fracture. The physician has opted to revise the scs system at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.